Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, downstream occlusion was reproduced. The device was tested for downstream occlusion testing and it is noted that the pump alarmed below the lower end of the accepted pressure range a review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing downstream tubing guide. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.